Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd preset¿ arterial blood collection syringes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: before use, the customer found 1ea abg has fm on the needle cannula.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd preset¿ arterial blood collection syringes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: before use, the customer found 1ea abg has fm on the needle cannula.